Event description:
It was reported during set up for an unspecified procedure, the flex deflectable videoscope exhibited an image that turned green. There were no reports of patient [harm/involvement] **.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Corrected field: b5. This supplemental report is being submitted to provide a correction to field b5.

Event description:
It was reported during set up for an unspecified procedure, the flex deflectable videoscope exhibited an image that turned green. There were no reports of patient harm.